Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion resulting from high atrial outputs. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device had normal battery depletion and met expected longevity.